Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump is unresponsive at times. In addition, it was reported that the wake button has to pressed multiple times for the pump to turn on, and the wake button becomes stuck down at times which has led to the start of the quick bolus delivery. Customer has been able to cancel the quick boluses before they were delivered. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support the wake button and pump was functioning as intended. It was indicated that the customer will continue to use the pump for insulin therapy.